Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed the charge and boot testing. The receiver was opened for an internal visual inspection and it passed. The receiver battery was replaced with a known good battery and then it did passed the charge and boot testing. The receiver log was downloaded, reviewed and it was observed in the logs that the receiver ceased to function on (B)(6) 2017. The receiver functional test could not be performed since the receiver was opened. After replacing the good known battery with the original receiver battery, it failed to turn on. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective receiver battery.